Event description:
Analysis of the generator was completed on 02/16/2015. The pulse generator interrogated at all orientations. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
.

Event description:
It was reported that the physician's office has not experienced any difficulties with the programming system; therefore, it is believed that the failure to program was likely related to emi.

Event description:
Initially, it was reported that the patient was scheduled for generator replacement for unknown reasons. Clinic notes dated 10/30/2014 note that the physician attempted to interrogate the device for 30 minutes and that the battery was likely depleted. No known surgical interventions have occurred to date.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been received for analysis to date.

Event description:
The generator was received for analysis. Analysis is underway, but has not been received to date.